Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continue to use current pump for insulin therapy. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.